Event description:
A report was received that the patient passed away.

Event description:
A report was received that the patient passed away.

Manufacturer narrative:
A review of the manufacturing documentation for the product revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.